Manufacturer narrative:
(B)(4). Unit passed displacement test and selftest, however unit received with high sleep current, high active current, and power graph shows unexpected battery power loss. Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer blood glucose level was unknown. It was also reported that they received low battery alert prior to replace battery now alarm and battery was not previously used. It was also reported that contacts on the battery cap was not loose, cracked or damaged. It was reported that the customer advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.